Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test and experienced low blood glucose. The patient¿s blood glucose level was 42 mg/dl. The customer stated issues with pump. The customer declined to troubleshoot for low blood glucose and weak battery and battery failed. The alleged device is not expected to be returned for analysis.